Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported injectafer 750ml in 0.9% soldium chloride was programmed to infuse 300ml at 500ml/hr. The pump appeared to complete the infusion as expected running for approximately thirty-six (36) minutes and transitioning to keep vein open (kvo); however, the IV bag was still full at the end of the cycle. There was patient involvement, but no harm. Per customer's preliminary review the keystroke report indicates the following sequence of events: 2:13:50 pm infusor_flo_stop_open this was the first event recorded. It occurred roughly two minutes before any programming actions, suggesting that the IV tubing had been loaded and the channel door closed prior to system power on or before programming began. 2:15:38 pm programming initiated the clinician began programming the infusion. Epic initially auto populated a volume to be infused (vtbi) of 250ml at 500ml/hr. The clinician manually adjusted the vtbi to 300ml (rate unchanged at 500ml/hr) to ensure the full bag would be infused. Infusion period (~36 minutes) the pump infused for approximately 36 minutes, consistent with the programmed parameters (300ml at 500ml/hr). 2:51:57 pm program_step_complete_a / auto transition to kvo the pump registered successful completion of the programmed infusion step and automatically transitioned to kvo (rate = 10 ml/hr; vtbi = 0; infuseall = true). Additional information provided 30mar2026: the pump ran for 36 minutes; however, no medication appeared to reach the patient. After the programmed infusion completed, the rn attempted to restart the pump and observed only normal saline in the proximal IV line (injectafer is a brown liquid). The IV chamber was dripping, but the medication did not appear to be advancing to the patient. IV access: 22-gauge peripheral IV, left antecubital fossa. Tubing set: bd alaris pump infusion set, ref 2420-0007.